Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. The fse replaced the pmt power supply on the initial visit, however, this action was not considered a contributing factor. The fse performed a subsequent visit as a follow up to the (B)(6) discordant troponin test result. Analysis of the system data indicate that there are no known system causes and that the discordant troponin test result may be due to sample handling. The instrument is performing within specifications.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on initial and repeat test results for three pt samples. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay test results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. The fse replaced the pmt power supply on the initial visit, however this action was not considered a contributing factor. The fse performed a subsequent visit as a follow up to (B)(6) discordant troponin test result. Analysis of the system data indicate that there are no known system causes and that the discordant troponin test result may be due to sample handling. The instrument is performing within specifications.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. The fse replaced the pmt power supply on the initial visit, however this action was not considered a contributing factor. The fse performed a subsequent visit as a follow up to (B)(6) discordant troponin test result. Analysis of the system data indicate that there are no known system causes and that the discordant troponin test result may be due to sample handling. The instrument is performing within specifications.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on initial and repeat test results for three pt samples. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay test results.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on initial and repeat test results for three pt samples. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay test results.